Event description:
It was reported that the intraocular lens was explanted approx 2 months post implant due to decentration of the lens. Another lens of different model was implanted in the anterior chamber. Add'l info has been requested.

Manufacturer narrative:
The lens was requested, but has not been returned to b and l for eval. Investigation of this event is in progress. A supplement report will be submitted upon completion of the investigation.